Manufacturer narrative:
Section h6: updated codes for "type of investigation", "investigation findings" and "investigation conclusion" due to completed investigation.

Manufacturer narrative:
The patient ID was not provided. Therefore the patient initials reflect the w. L. Gore reference number. (B)(4). Cause investigation and conclusion: the reported information indicates a potential device malfunction, related to endoprosthesis loses retention to delivery system during insertion, has occurred. No items were available to directly evaluate product performance relative to the reported malfunction, and the root cause of the reported dislodgement could not be established with the available information. The event details indicate the 'loosened parts' of the vbx device were crimped back onto the catheter following removal, and the vbx device was subsequently reintroduced and delivered successfully. The IFU discourages reuse once a vbx device is removed from the introducer sheath to avoid potential device failures or procedural complications. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "note: if excessive resistance is felt as the gore® viabahn® vbx balloon expandable endoprosthesis is introduced through the hemostasis valve, remove the device (step 7; note). Do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis after removing from the introducer sheath." Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient was successfully treated with a e-liac stentgraft device from jotec gmbh in the iliac artery. It was stated that the surgeon wanted to implant additionally one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the internal iliac artery. He used a 0.035" guidewire and a 10 fr flexor® ansel guiding sheath (cook medical). It was reported that when the vbx device was advanced through the guiding sheath angiography showed that the vbx endoprosthesis became slightly detached from the tip of the vbx balloon. It was stated that the physician withdrew the vbx device from the patient through the guiding sheath and pressed the partially detached portion of the vbx endoprosthesis back onto the vbx balloon. The vbx device was then advanced again through the guiding sheath to the target site and successfully deployed with a good result. The patient tolerated the procedure and is doing well.